Manufacturer narrative:
Result = not a manufacturing related issue. Additional manufacturer narrative: during visual inspection, a radial rupture was found in the balloon. The rupture was further inspected with a digital microscope at 20x magnification. The returned device exhibited ragged edges of the balloon material around the burst site. The burst site was localized on the balloon. The ragged edges are indicative of the material yielding and deforming before rupture. A review of the device history record (DHR) was not possible because, despite attempts to obtain the lot number, the lot number was not available. Edwards does receive a certificate of conformance from the supplier for each balloon lot received. No product deficiency or design inadequacy was identified. Based on the information received, a definitive root cause could not be determined. Instructions for use (IFU) were reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that the balloon of an intraclude device ruptured during inflation. This occurred during placement of the device in a redo mvr-mis case. The device was exchanged for another one. The patient was reported to be stable and no adverse events were reported.

Manufacturer narrative:
Device evaluation is pending. A supplemental MDR will be filed when the evaluation is complete.